Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's grandmother reported via phone call that insulin pump experienced a blank screen display and shut off even after battery and reservoir change. Customer's blood glucose was 500 mg/dl. Caller was not able to continue troubleshooting due to not having information in order to continue. Caller was advised to discontinue use of the insulin pump.